Manufacturer narrative:
The penumbra system max 5 reperfusion catheter (5max) was fractured approximately 82.0 cm from the hub and kinked in multiple locations throughout its length. Evaluation of the returned 5max revealed that it was fractured. This damage may have occurred due to forceful manipulation of the 5max through a sheath. Further evaluation revealed the 5max was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra sheath mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure for an acute limb ischemia using a penumbra system 5max reperfusion catheter (5max). During the procedure, while using a direct aspiration first pass technique (adapt), the physician placed another manufacturer¿s sheath into the patient and then advanced a 5max through it to remove thrombus. The physician did not mention any resistance while using the 5max. After completing a pass, the physician removed the 5max and noticed that it was broken approximately twenty centimeters from proximal hub. Therefore, the procedure was successfully completed using a new 5max and the same sheath. There was no report of an adverse effect to the patient.